Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during intraocular lens implantation surgery, there was a scratch found on the rear surface of the lens optic. The surgery was performed and completed without product replacement and the lens also remains in place.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The used company cartridge was returned. Inadequate viscoelastic was observed. Barely perceptible viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. A pressure mark/scape was observed along the bottom of the nozzle and tip. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens diopter was not provided. It is unknown if the lens was in the qualified diopter range 6.0-25.0. A qualified handpiece and viscoelastic were indicated. The reported lens damage could not be verified. The lens remain implanted. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. It is unknown if the lens was in the qualified diopter range. A pressure mark/scape was observed along the bottom of the nozzle and tip. This may indicate a plunger underride occurred. See pr2774618 for company handpiece evaluation. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.